Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump software did not accurately adjust the amount of insulin delivered. There was no reported impact to customer's blood glucose. Reportedly, customer continued to use pump for insulin therapy.